Event description:
While picking random samples from different lots for testing, physio-control engineering discovered damaged coating on 10 internal paddles. There have been no field complaints and no service reports during this period. There is an impact to the intended internal paddles device performance. Current flowing from the defect can cause local tissue damage due to thermal heating or due to electroporation. Current flowing from the back of the paddle shunts current from the intended therapeutic path, rendering defibrillation ineffective. This analysis indicates that harm may be caused to the patent due to thermal heating and electroporation. Current shunting is small enough to preclude any significant impact on shock efficacy.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.